Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified left forearm vein. A 6.0mmx40mmx40cm (f) sterling balloon catheter was advanced for dilation. However, during second inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of same device without any patient complications reported.